Event description:
It was reported that patient was revised due to lag screw cut out. Distal locking screw was also removed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unk gamma lag screw. Hospital retained.